Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown plates: va-lcp distal humerus /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent a removal surgery for the distal humerus. When the surgeon tried to remove the va locking screws in question from the plate hole, the screwdriver did not rotate at all. Although the surgeon used extraction screws, it did not work. The surgeon drilled the screw heads with a carbide drill and removed the plates. The surgeon tried to remove the residual screws with a hollow reamer and an extraction bolt; however, the screws could not be removed from the bone. Therefore, the surgeon determined to leave the screws. The surgery was completed successfully with more than 30 minutes delay. The number of the remaining screws and screw information are unknown. No further information is available. This report involves one unk - plates: va-lcp distal humerus. This is report 2 of 4 for (B)(4).